Manufacturer narrative:
(B)(4). Based on the information provided, a patient had a unknown type of endoleak noted at the completion of the implant procedure. The patient had a proximal neck that was parallel shaped with no plaque or thrombus. A main body graft, a right and left iliac leg graft, and another manufacturer's iliac leg extension were placed, as well as a covered stent in the right iliac. No additional information was received to suggest a possible cause. No adverse effect and no intervention has been reported. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. The main body graft and the spiral-z iliac leg grafts are 100% quality control inspected to confirm correct stents have been used and have been placed correctly on the graft and to confirm that the entire graft has no damage, foreign matter, frays or holes except for suture entry and exit points. The lot number of the complaint device has not been confirmed; however, a search of the device tracking database identified the suspected lot numbers. The work orders for these suspected lot numbers were reviewed, and nothing of note was observed. There are multiple controls in place to mitigate the risk of endoleak, including design control activities, instructions for use, and quality control inspections. Without additional information, a definitive root cause cannot be determined. The risk was assessed using quality engineering risk assessment. The risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
This (B)(6) patient in the spiral-z-post-market registry had an unknown type of endoleak at the conclusion of the deployment procedure on (B)(6) 2014. The patient was being treated for a 5.0 cm aortic aneurysm. The proximal neck had a parallel shape with no plaque/thrombus. The patient received a main-body device, right and left iliac legs, and a right iliac leg extension of another manufacturer. There were no difficulties deploying any of the devices. Following the implantation of the aortic and iliac devices, the patient received a covered stent in the right iliac artery. No other devices were placed and no other procedures were performed. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, or thrombus. An unknown type of endoleak was noted.